Event description:
In 2009, the patient reported experiencing low blood glucose reading to unconsciousness earlier in the day. He stated that he ate a large pizza for dinner and bolused 12 units of insulin at 5:57pm. He stated that this is was not enough insulin to cover the carbohydrates in the pizza. After eating, his blood glucose measured 200 mg/dl. He stated that within an hour of eating, he woke up in an ambulance and his blood glucose measured 30 mg/dl. He ate candy and took glucagon and his blood glucose elevated to 40 mg/dl. He began to sweat profusely and his blood glucose lowered to 30 mg/dl. He disconnected from the infusion device and his blood glucose elevated to 103 mg/dl. He confirmed that the infusion device was operating in the correct basal rate profile and the basal rates were programmed correctly. He switched to his backup infusion device. Product was replaced and requested to be returned for evaluation.